Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was a right ventricular (rv) lead perforation and tamponade. The patient was treated with cardiocentesis and the rv lead was re-positioned. No further patient complications have been reported as a result of this event.